Event description:
During t2 scn surgery, when the surgeon drilled to the distal screw hole of the nail, the drill broke. The surgeon removed the tip of broken drill. The surgery was completed without further problem.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.